Manufacturer narrative:
Sc-1110-02 (sn (B)(4)/ (B)(4)) device evaluation indicated that the frequent charging issue was not verified. Upon receiving, both devices were in hibernation, and they were charged fully in one charging cycle despite active stimulation during the charging cycle. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The patient data suggested that the battery charge was not optimal as the charging had been terminated at around 3.65 volts. The devices exhibit normal device characteristics.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that a lead was found out to have multiple impedances and visible breakage during the revision procedure. It looked like the previous implanting physician hexed down on the contacts deforming them which made it difficult to pull the lead out. The patient underwent an ipg replacement and leads were kept in place. The physician suspected end of battery life. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.